Event description:
It was reported by service report that the power inlet was broken and the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power inlet was damaged. Power cord was unplugged.